Manufacturer narrative:
The drill was returned to the MFR for an unrelated issue and upon eval, an overheating condition was found. Internal components were evaluated and a damaged bearing was discovered. Damaged bearings can result in heat being generated, due to excessive friction between rotating components. The drill attachment could not be repaired, and therefore, was not returned to the user facility.

Event description:
It was reported that during testing conducted at the MFR, the drill attachment heated up. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.